Event description:
During prep, the stent was found to be kinked. The stent was removed and replaced with no harm to the patient. Manufacturer response for stent, (brand not provided) (per site reporter). Clinical site notified mfg rep [manufacturer representative] directly.